Event description:
The hcp discovered reservoir volume discrepancies at 2 refill visits. At the first visit, the expected volume was 4 mls; the actual volume was 0 mls. At the second visit the reservoir volume was 4 mls greater than expected. No rotor or catheter dye study was completed. The pump was used to deliver fentanyl. The pump was explanted in 2009. At about 4 days later, the hcp was able to aspirate approximately 0.5 mls of fluid from the catheter; silver flecks were observed. There was no patient injury related to the event. The patient outcome was reported as recovered without sequela. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
The pump was returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.